Event description:
It was reported that pump displayed malfunction alarm with resettable malfunction code and no notable events occurred before issue. There was no reported adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and device was not returned.